Manufacturer narrative:
Na.

Event description:
Info was rec'd that this product was part of a system revision due to infection with endocarditis. There were no add'l adverse effects reported. Evidence suggests that the product was abandoned surgically.